Manufacturer narrative:
The device was returned in pieces. Part of an unnamed microcatheter was returned. There is a length of blue-colored tubing that is not a part of the embolic coil device or the microcatheter. The dpu core wire is cut approximately 23 cm from the proximal end. The embolic coil is stretched and tangled around the 2 pieces of dpu. The ball tip end of the embolic coil is present and stretched. The entire length of the embolic coil is stretched, kinked, and tangled. The articulating joint is damaged. There is small fracture at the point of the v-notch and damage to its sides. The translucent introducer sheath is kinked where it exits the resheathing tool. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Conclusion: the complaint that the embolic coil is stretched is confirmed. The complaint of resistance to advancement cannot be confirmed because of the damage to the embolic coil. The damage to the dpu and the unnamed microcatheter and blue tubing are reported by the healthcare professional as part of the event. The physician cut the devices in an attempt to retrieve the embolic coil, which was reported as being stuck in the coil mass. The amount of stretching damage to the embolic coil is consistent with the report of the physician¿s efforts to retrieve the embolic coil from the patient. If the end of the coil was trapped in the coil mass, then it is likely that the coil would stretch during a forceful attempt to retrieve it. Damage to the v-notch indicates that the user did not unlock the translucent introducer sheath according to the IFU instructions (see (B)(4)), but appears to be unrelated to the complaint. As there were no related issues in the manufacturing or inspection processes and there is no current safety signal for the device or the complaint no further action will be taken at this time.

Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report #2954740-2017-00266. Additional procodes: krd/hcg. (B)(4). The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a deltaxsft coil (dlx100204/s11999) was stretched in the coil mass during a procedure. The deltaxsft coil (complaint product) was smoothly advanced into an aneurysm and then retracted back into the microcatheter. When the physician re-advanced it a lot of resistance was felt. The physician tried to pull it back into the microcatheter and also had resistance as the microcatheter had ¿locked up¿. The coil was stuck in the coil mass. The doctor ended up cutting the coil pusher and sheath, the microcatheter in an attempt to snare it. The snare would not advance. He then held distal end of the wire and tried pushing the microcatheter back over the coil. At this time, it easily advanced and the physician was able to pull the coil out; the coil was stretched. The physician was able to finish the case with no patient complications.